Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to unknown reasons. This ra lead was replaced with the same model. No additional adverse patient effects were reported.